Event description:
Physician reported event per a case report form used for associated device which is under clinical study. Pt developed "lack of drug effect." Catheter was revised by "cutting off 5 mm of catheter and reconnecting to the straight connector securing it with #1-0 silk tie. Replaced silk tie at other end of connector and tied the two new silk ties together."